Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that part of the unit's touchscreen does not work. The device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR : 29apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and recommended that the touchscreen be replaced. The fse replaced the touchscreen, user interface and cables and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.